Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. Event log files were submitted and downloaded for evaluation and data from the reported event date of 22sep2024 was reviewed. Starting 22sep2024 at 9:52:25, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarm did not resolve before the driveline was disconnected at 10:01:07, consistent with the reported controller exchange. The backup battery fault alarm did not affect pump operation. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The backup battery was able to pass multiple load tests. No atypical alarms were reproduced throughout testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced an emergency backup battery (ebb) fault alarm and exchanged their system controller themselves at home. Following review of the submitted log files, it appeared there were ebb faults captured on (B)(6) 2024 at 0952 and continued until the system controller was exchanged on (B)(6) 2024 at 1001. It appeared the ebb failed the load test, which resulted in the ebb fault alarms. The patient was issued a new system controller.